Event description:
A nurse reported that during surgery there were bubbles in the line. Another pak was used and the cutter in the new pak had poor cutting. The surgery was completed with no harm to the patient.

Manufacturer narrative:
A sample has been received. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).